Event description:
It was reported that there was a revision of a short gamma nail due to femoral fracture under original nail. Replaced with a longer gamma nail.

Manufacturer narrative:
Device not returned. If additional information is received it will be provided on a supplemental report. (B)(4): device will not be returned.

Event description:
It was reported that there was a revision of a short gamma nail due to femoral fracture under original nail. Replaced with a longer gamma nail.

Manufacturer narrative:
Evaluation conclusion: the manufacturing documents revealed no deviation. The patient¿s femur bone had broken below the implanted nail. This was most likely due to due stress peaks caused by additional force application. According to comments regarding severity, occurrence and benefits in the risk analysis it is stated that the given estimation is not only specific for gamma3 but for all proximal femur nails. The potential benefit overweighs the risk of the surgical procedure. The potential harm of revision surgery does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition and primly the respective surgical technique. Referring to the event description it was concluded that the event was not caused by a deficiency of the device. The cause of the event was considered in the risk analysis. The risk of additional trauma is pointed out in the IFU. Device not available.